Event description:
I normally check my sugar level as soon as I wake up. I woke up at 7 am. I always brushing my teeth and wash my face. Then head to kitchen and check again before my daily coffee and breakfast. Took my morning insulin according to scale. Was excited my spouse and son were home and I had made them hot chocolate too as I am drinking my coffee an ate breakfast. Glucose was 240 at 10:29 am. I take my daily oral medication with boost glucose control (16) carbohydrates. We are trying to decide what we are having for breakfast. Also my insulin to scale. Around 11 am I am still sitting at the dining room table with the reader right in front of me. My spouse is sitting on the chair to my right off and on doing laundry, etc. I began to write christmas cards to send to my grandchildren and filling in the money orders. I processed to ask my spouse a question about filing in the money order. I was on my first one. Still no alarm from reader that is directly in front of me. At 12:30 my sugar drops to 55. Still no warning signal from freestyle libre reader. Next thing I know I begin to sweat and start to shake. My face becomes sweaty and I start shaking. Reader is still not making a sound and alerting me as normally it had done so before. I ask my husband to touch my face and look at the fact I am beginning to shake. I have never had this happen before unless I have been walking for a while it gets hard to breath or I get to feeling a little funny. But the readers still not beeping, but I am just sitting in the chair. Next thing I started feeling funny and I also begin to feel very sleepy. I placed my face on the table and began falling out of my chair to the left side. Still reader not notifying me my sugar is high or low. I call out to my spouse to get alex my son to lay me down on the couch. He comes over and starts to move me. I feel like it's freezing and tell them I am so cold. I passed out after that. I can remember sometimes my husband asking do I need to go to the hospital, but I can't respond and I'm back asleep. Then he places a butterscotch candy in my mouth. I attempted to bite it but not actually able to control my body. I just kept passing out. Then he is trying to make me drink apple juice with a straw. Took a couple of sips laying down sideways and passed out again. Then he attempts to give me (B)(6) soda which I don't drink or like. Passed out again. I can feel him trying to access the sensor on my left arm, but I really don't have much control of my body. All I feel is being really sleepy. Reader never made a sound. No alarm going off during this entire ordeal. Then he tries to wake me up again and feed me something. Small pieces. It's placed in my mouth while I'm still laying down on the couch on my left side. I remember being shaken and being told to munch on the food, but not about to comply much. Have no control of my body functions. I remember bits and pieces. I kept being asked to drink apple juice or munch on some kind of food. I still don't hear my reader that my spouse says he keeps using to see if my sugar level is going up. I don't know how long this took place. I remember someone placed a blanket on me. I was unconscious. They tell me my sugar level increased but still reader not giving warning ring as required. I remember waking up and it was about 5: 30 pm. Second time : went to (B)(6). Heading towards the register to check out felt really funny. So I stopped on main aisle. Held tight to cart and lowered my head. Took deep breath. Stood there with my eyes closed for a few minutes. Next thing my legs start to feel a little heavy and I get sleepy. So I am in front of register and get processed. Now legs begin to feel even heavier. Feeling really weird. Begin to sweat on my face now. So I again stop to ask for help. But everyone is running around like crazy. So I take a deep breath and pray I will make it to the car. Reader has not made any alarm sound the entire time. It's pouring rain outside. Thank god car wasn't too far away from entrance in handicap stall. I place the two boxes in trunk. Husband is in the car with (B)(6). Legs get even heavier and body becomes difficult to use. I can barely keep my eyes open now. Really sleepy. I open the door and slam myself into the chair. Tell (B)(6) what I am feeling. Still no alarm coming from reader. So I pass out. Remember (B)(6) shaking me now and then and attempting to make me drink soda. I keep falling asleep because I can't control it. He gave me glucose beverage and tablets. I am in and out of it. He himself had just had a procedure done that day that required a driver. So this purchase was done on our way home from his medical procedure. So he can't drive. He was asking me if he should call an ambulance. I remember telling him if you do remember you will also need to be taken to the hospital with (B)(6) my service dog. I don't know how many hours we sat there as I continued to be given things to spike up my sugar. The reader never gave the alert that it required to give. I just can remember my husband scanning my sensor and continuing giving me stuff to increase my sugar. I can't remember how low it got, but it was low enough for me to pass out. Nobody could see up because it was now dark and raining hard. Not to "m". FDA safety report ID # (B)(4).